Manufacturer narrative:
The initial inspection indicates the one-minute pre-repair temperature test results were as follows: 74 degrees f at the rear, 98 degrees f at the middle, and 178 degrees f at the nose. The cable was also kinked and a cleaning brush was found inside the handpiece.

Event description:
The customer reported that the hand-piece felt hot to touch during the procedure there was no patient impact.

Manufacturer narrative:
Cable was replaced and multiple parts were also replaced for preventative measures. If information is provided in the future, a supplemental report will be issued.